Manufacturer narrative:
The reported events were dislodgment and a helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the right ventricular lead had pulled back into the atrium. The lead was attempted to be replaced however, the helix would not extend. The lead was explanted and replaced. The patient was in stable condition.